Manufacturer narrative:
The hillrom technician found the right head caster needed replaced. Per the hillrom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in 2019. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right head caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the beds right head caster rolls when brakes are applied. The bed was located in the depot at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).